Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available, and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported by a customer complaint that the pt was treated by paramedics due to an incident of low blood glucose. The reporter stated that the insulin infusion pump with blood glucose monitor gave a result of 500 mg/dl for which they corrected. Reportedly the pt had a hypoglycemic reaction. The paramedics were summoned and he was treated on scene with IV saline and glucose. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.